Manufacturer narrative:
(B)(6). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called to her house due to low blood glucose of 54 mg/dl on (B)(6) 2020. The customer was treated with glucagon. The customer was not admitted to the hospital. The insulin pump will not be returned for analysis.